Manufacturer narrative:
The customer reported that core unit experienced communication loss for 6 seconds. No harm or injury was reported. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that core unit (g9) experienced communication loss for 6 seconds. No harm or injury was reported.